Event description:
It was reported that this lead, implanted in the left bundle branch (lbb), was surgically abandoned and replaced with an epicardial lead due to high thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.